Event description:
Account indicated 106 pt samples gave low calcium results. The incorrect results were not used to guide treatment. The filed service rep repaired the instrument by replacing the sample probe.